Manufacturer narrative:
This record is a consolidation of records summarized as part of the FDA voluntary malfunction summary reporting program. 1 device was functionally/visually inspected in the field. The device was repaired and returned to use. Evaluation results findings (components/results). 1 device: chassis/frame / device migration. 1 device was not evaluated and no cause was determined, as the customer did not make the device accessible for testing. Evaluation results findings (components/results). 1 device: appropriate term/code not available/no findings available. 1 device is pending evaluation. Evaluation results findings (components/results). 1 device: insufficient information / results pending completion of investigation. There was no remedial action taken. This device is not labeled for single use.

Event description:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Events occurred between (B)(6) 2026. This report summarizes 3 malfunction events(s), where it was reported the devices experienced fowler spongy; does not have "rigid" feel of support or head piece loose/wobbly, but still operates properly. No adverse consequence or clinically relevant delay in treatment was reported.